Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.

Event description:
It was reported that the handpiece was leaking oil. This was found prior to a procedure so there was no pt involvement or adverse consequences related to this event.